Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed a service code 102 - charge profile fault. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is an open resistor r45 on the computer / analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive is a broken negative lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken negative lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.